Manufacturer narrative:
(B)(4). The device was returned for evaluation. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. However, balloon shredding was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed and the PMA# listed are based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, 90% stenosed, de novo lesion in the proximal right coronary artery (prca). Using a radial access site, pre-dilatation was performed with a non-abbott 4.0 x 15 mm balloon catheter. The 3.5 x 18 mm device could not cross to the lesion site. The device was withdrawn and finally a xience pro 3.5 x 08 mm was implanted. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. The returned device evaluation revealed balloon shredding.